Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) was set to value other than monitor plus therapy. Attempts at acquiring additional information through email and calls were unsuccessful. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.